Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Son of consumer reported needle clog during priming. He stated that there is no insulin flow. Caller did not have the lot or product numbers. He stated that he would call us back. I reached out to him today and he stated that he was on his way home and that he will call back. Caller returned call and provided lot and product info. Lot #: 4086089 catalog #: 320550 date of event: unknown samples: discarded.